Event description:
It was reported to philips that the device failed ops check for ECG due to discoloration/shorting of the ECG connector. There was no patient involvement.

Manufacturer narrative:
(B)(4).